Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The indication for implantation of transvaginal mesh in this patient is post-hysterectomy vaginal vault prolapse. Genuine stress urinary incontinence, cystocele, rectocele, absent perineum. In 2006 the patient underwent a sacrospinous colpopexy, sling urethropexy, cystocele repair, rectocele repair, anterior colporrhaphy, posterior colporrhaphy and colpoperineorrhaphy under general anesthesia. Complications post mesh implant surgery: 2006: patient had her vaginal repair, but now she has cystocele and rectocele. In 2006 the patient has recurrent vaginal prolapse. She had several severe cough episodes during the third to fourth week of healing and disrupted the apical component of her repair. Pelvic exam: atrophic tissues. Vulva: atrophic changes. Vaginal profile: 1 urethrocele; 3 cervix/vault; 2 rectocele; 1 cystocele; 1 enterocele; 2 presence of perineal defect. Diagnosis: disruption of apical component of vaginal repair. Planned for sacrospinous colpopexy, enterocele repair, posterior colporrhaphy, with rectocele repair and perineorrhaphy. Additional implant surgery: (B)(6) 2006: sacrospinouscolpopexy, rectocele repair, posterior colporrhaphy, and colpoperineorrhaphy as well as augmentation of the posterior pubocervical tissues under general anesthesia for post-hysterectomy vaginal vault prolapse, rectocele, absent perineum, weak pubocervical tissues. Complications post additional implant surgery: 2008: pain and burning with urination. Frequency with urination. Urinalysis: 5-10 wbc/hpf; trace glucose; 10-15 squamous epithelial cells. Diagnosis: recurrent cystitis. Recurrent cystitis/mild hematuria. 2009: complained of chronic constipation, recurrent yeast infection, left low back pain and sacroiliac joint dysfunction consistent with sacroiliitis, probable piriformis strain and left sciatica. Treated with medications and physical therapy. She also had a post hospital visit for uti. Severe back pain had herpes zoster. Also had hyponatremia, hypokalemia, they resolved on their own. In 2010: back pain with back spasm and overactive bladder ¿ medications. In 2011: patient has vaginal yeast infection. Prescribed fluconazole 300 mg. In 2011: diagnosis: recurrent cystitis. Questionable vaginal yeast infection. Rectal vaginal fistula per patient. In 2012: rectocele. In 2012: chronic back pain. In 2012: patient has recurrent cystitis infection. In 2013: still has yeast infection especially after taking amoxicillin for a tooth infection.